Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (unable to charge battery pack) was confirmed. As received, the charger/modem was unable to charge a test battery pack. Upon evaluation, there was contamination on the battery board and the q1 transistor and the u13 processor were thermally damaged on the bedside board. The cause of the inability to charge a battery pack is the contamination and damaged components. The cause of the thermally damaged components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger or defective components.

Event description:
A us distributor returned a charger/modem indicating that it would not charge a battery pack.